Manufacturer narrative:
Occupation: the occupation is lay user/patient. The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with his coaguchek xs softclix lancing device. The reporter stated that the lancet was seated properly and the cap clicked into place. The reporter loaded the needle and when the needle was ejected, the needle appeared but did not retract. The reporter was not performing any testing at the time and no adverse event occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.